Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose. The customer¿s blood glucose level was 13 mg/dl. The customer reported treatment with glucagon and food. The customer visited doctor as the insulin pump seemed to be over delivering and changing basal rates on its own. The customer reported the drive support cap is sticking out. The insulin pump will be returned for analysis.